Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a returned of symptom. It was indicated patient was able to use the patient programmer and verified the stim was turned off. Patient was able to turn stim back on and she was currently on program 2 at 1.6v. She would leave on this setting and would continue to track her symptoms. The event occurred on (B)(6) 2016

Event description:
Additional information from the patient reports the issue with their return of symptoms was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.